Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (33 mg/dl). The customer eat candy to stabilize blood glucose level. The customer stated to have administered too much insulin.